Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign ¿ event occurred in canada . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided. Review of the available records identified the following: patient had a initial right tha and has began experiencing a number of issues; pain, loss of balance, dizziness, difficulty walking, and upset stomach due to failure of implants. Had elevated cr and co levels. Injuries include metallosis, tissue dehiscence, necrosis, hypertrophic scarring, antalgia, lumbar strain, dizziness, fatigue, pain. The patient had a revision. The revision operative notes were provided and the following was noted; synovectomy, scar tissue, trunnionosis found, pseudotumor resection. Stem was found well fixed. Trunnion was cleaned and a new head placed. Cup was found stable and remained implanted. Any tissue overgrowth on cup was removed and a new liner placed. Head and stem were removed and replaced. No other complications noted. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 12 years post-implantation, the patient underwent aright hip revision due to trunnionosis and a pseudotumor. The cup and stem were retained. Attempts have been made and no further information has been provided.